Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right atrial (ra) lead was exhibiting high pacing thresholds, loss of capture and pacing impedance measurements greater than 3,000 ohms. A revision procedure took place and the ra lead was surgically abandoned. To date, there have been no adverse patient effects reported.